Event description:
It was reported that during a da vinci si myomectomy procedure, the permanent cautery hook (pch) instrument broke and a piece of the plastic clevis fell into the patient. The fragment was retrieved and the pch instrument was replaced with another pch instrument. The replacement instrument also broke and fragments fell into the patient. The surgical staff believes that all fragments were found, but cannot be certain. Postoperatively, the patient is reportedly doing well and has not experienced any complications. This report is for the initial pch instrument used during the surgical procedure. Medwatch MFR report 2955842-2011-00151 was submitted for the second pch instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal clevis has one ear broken off at its base. The ear that is located on the conductor wire side broke off. The broken piece was not returned. The size of the missing ear piece is approximately .280 x .220. As a result of the breakage, the yaw pulley is dislodged and no longer axially aligned with the shaft. Engineering also observed that the conductor cap is missing, exposing the conductor wire. The yaw pulley boss that mates with the hole in the cap is also broken.